Manufacturer narrative:
(B)(4). This customer reported that during a pacer procedure, the device would not charge. There was no negative impact to the involved pt as a second defibrillator was used. No ECG strips were available for review. The device was returned to philips for eval. The reported symptom could not be reproduced. The device passed all testing. After passing all required testing the device was returned to the customer.

Event description:
This customer reported that during a pacer procedure, the device would not charge. There was no negative impact to the involved pt as a second defibrillator was used.